Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that upon insertion of the ¿atraumatic¿/mynxgrip vascular closure device (vcd) into the procedural sheath introducer, it took a turn into the side port of the sheath. There were no serious complications noted.

Manufacturer narrative:
Complaint conclusion: it was reported that upon insertion of the ¿atraumatic¿ mynxgrip vascular closure device (vcd) into the procedural sheath introducer, it took a turn into the side port of the sheath. There were no serious complications noted. Additional information received indicated that the patient's hospitalization was not extended as a result of the event, the procedure was performed as an outpatient. The vcd was discarded by the customer, therefore, will not be returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors, a damaged procedural sheath, could have contributed to the report event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum additional information received indicated that the patient's hospitalization was not extended as a result of the event, the procedure was performed as an outpatient. The vcd was discarded by the customer, therefore, will not be returned for analysis.